Event description:
It was reported by the customer, microbiological cultures were performed on the evis exera iii colonovideoscope. On (B)(6)2022, the scope tested positive for six (6) colony forming units (cfus) of microorganisms twenty-two (22) degrees celsius. On (B)(6) 2022, the scope tested positive for three (3) cfus of microorganisms at twenty-two (22) degrees celsius and three (3) cfus at thirty-six (36) degrees celsius. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being provided as a correction to event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel and auxiliary channel were flushed with neogiozym detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned with neogiozym detergent and meditalia itaflex 3clean brushes. The scope was not manually disinfected. The aer used was a steelco ew1s along with steelco neodisher sc detergent and steelco neodisher septo pac disinfectant every procedure. The scope was stored horizontally in a steelco drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope, and the distal end were cultured. No bacteria were detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the light guide cover glass was chipped and porous. The charge-coupled device cover glass glue and the bending section cover glue were porous. The bending section was worn. The air/water cylinder was corroded. The suction cylinder was worn out. The electrical contacts at the plug unit were damaged. Replacement of all channels and cylinders were recommended due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, microbiological cultures were performed on the evis exera iii colonovideoscope. On (B)(6) 2022, the scope tested positive for three (3) colony forming units (cfus) of microorganisms. On (B)(6) 2022, the scope tested positive for six (6) cfus of microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.